Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to load a cartridge, and received a minimum fill notification. Reportedly, the cartridge was filled with 100 units of insulin. The customer's blood glucose level was 120 mg/dl. The customer confirmed a new vile of insulin would be obtained at a later time, and would use manual injections for diabetes management. Although requested, the customer declined further follow-up from tandem technical support.